Event description:
Additional information received indicated that premature battery depletion was not alleged on the patient's insertable cardiac monitor (icm).

Manufacturer narrative:
G2.

Event description:
It was reported that premature battery depletion was suspected on the patient's insertable cardiac monitor (icm). A data issue was also noted due to missing elective replacement indicator (eri) and end of life (eol) transmissions. No intervention was performed, and the patient was stable.